Manufacturer narrative:
Complaint conclusion: as reported, after unpacking the stent from a .014-inch 142 cm palmaz blue peripheral stent system (mounted on an aviator plus balloon dilation catheter), it was found that the balloon and stent had shifted. The procedure was completed by changing to a product from another company. There were no reports of patient injury. There were no damages noted on the device packaging prior to use. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not used on the patient. The device was returned for analysis. A non-sterile ¿blue/aviatorplus 5x15/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected observing the following conditions: the balloon was received deflated; however, based on the condition of the stent, it appears that it was partially inflated at some point during the procedure. Additionally, the partial inflation of the balloon seems to have caused the stent to be partially expanded and displaced, although it remained mounted on the balloon surface. No damages or anomalies were observed on the returned unit. The balloon area was thoroughly inspected using an advanced vision system to capture an amplified image for closer examination. It was observed that the stent was partially displaced from being positioned between the two marker bands but was still mounted on the balloon surface. Additionally, a detailed microscopic examination revealed strut marks on the balloon surface, which appeared to be a result of the crimping process of the stent. These marks were indicative of the balloon being moved from its original position. Furthermore, the balloon was carefully inflated to assess its condition, and following this assessment, the stent was removed from the balloon. The reported ¿stent offset/out of position¿ was confirmed as the balloon had been partially inflated; therefore, the stent partially expanded and moved from its original position between the two marker bands but was still mounted on the balloon surface. However, the exact cause cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review and with the limited amount of information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after unpacking the stent from a .014-inch 142 cm palmaz blue peripheral stent system (mounted on an aviator plus balloon dilation catheter), it was found that the balloon and stent had shifted. The procedure was completed by changing to a product from another company. There were no reports of patient injury. There were no damages noted on the device packaging prior to use. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not used on the patient. The device will be returned for evaluation.